Event description:
Description of event according to initial reporter: after the cava filter was inserted on (B)(6) 2023, it should be removed again on (B)(6) 2023. This was not possible with the cloversnare, as the hook of the filter had grown into the wall of the vena cava and could not be grasped. The patient was placed under anesthesia. A 22f sheath, oscor sheath, rotarex wire and a 20f snare were used to grasp the legs of the filter and hold them together. Removal of the filter was only possible with strong force. The leg was damaged when the filter was removed, as an enormous amount of force had to be applied. The broken leg did not remain in the patient but was disposed of by the surgical nurses before I was able to collect the filter. Patient outcome: the patient did require any additional procedures due to this occurrence. Additional anaesthesia because the removal of the filter caused enormous pain according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Event was initially determined to be minor harm and not reportable. Investigation however concluded that the event could lead to serious injury and therefore reportable. Manufacturer awareness date:20dec2023. Date deemed reportable: 16apr2024. Summary of investigational findings: the filter was difficult to retrieve five weeks after placement, as the hook had grown into the vena cava wall. During retrieval a filter leg fractured and the patient had additional anesthesia because of pain, but the filter and the leg were retrieved by use of alternative technique and strong force. The celect-pt filter was returned and investigation revealed several kinked/twisted primary and secondary filter legs. The filter hook was out of shape, likely from pulling, and a secondary filter leg had fractured next to the clip bushing, but a scanning electron microscopy analysis of the fracture did not reveal any sign of material imperfections, but equiaxed dimples observed in the fracture indicated ductile tensile fracture. The analysis concluded the main force leading to the crack is tensile force and that accumulation of loads led to the final fracture. No imaging could be obtained and based on the returned filter and the information provided it would be inappropriate to speculate at what may or may not have caused the filter hook to grow into the vena cava wall and consequently caused the difficulties in retrieving the filter. However, it is noted that the filter was placed due to tvt, which is not according to instructions for use specifying that the filter is intended to capture blood clots traveling in the infrarenal inferior vena cava. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.